Event description:
It was reported that a clearlink secondary medication set was not infusing. The set was used with a primary clearlink continu-flo solution set and a sigma spectrum infusion pump. The secondary set did flow while under gravity feed. The set was checked with several different infusion pumps and the same issue was present. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.